Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred last year. Explant date: (B)(6).